Event description:
It was reported that the lead exhibited varying impedance measurements for "numerous months". On one occasion, the measurement was high. The physician questioned whether there might be a potential fracture on the lead. An x-ray showed the pin to be fully inserted. The lead remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited varying impedance measurements for "numerous months". On one occasion, the measurement was high. The physician questioned whether there might be a potential fracture on the lead. An x-ray showed the pin to be fully inserted. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates high resistance/impedance. The maximum right ventricular (rv) pace lead impedance initiated out of tolerance subthreshold lead impedance patient alerts on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2010. Impedance values on these three occasions were 1056 ohms, 1232 ohms and 1840 ohms respectively. Additional analysis showed varying resistance/impedance. The maximum rv pace lead impedance varies between an approximate baseline of 420 ohms to a high of 1840 ohms between the weeks of (B)(6) 2009 and (B)(6) 2010.